Event description:
Reporter has been using medi compression stockings for year and they work well for varicose veins. However has developed a latex allergy that has worsened over the years. Legs very red and swollen. Now has psoriasis and has been given a handicap status. Has received treatment but no improvement. Right leg now affected but less then left.